Manufacturer narrative:
G4, h2, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. H6: clinical, impact, medical device problem and component code updated. D4: UDI number added. E1: facility address update.

Event description:
It was reported that the patient presented to the or with an unstable legion knee. When we opened the knee the post on the 15mm ps poly was broken. We replaced the poly with an 18mm ps hi flex poly. The patella was a little worn so it was replaced with a 41mm resurfacing patella.